Manufacturer narrative:
(B)(4). Method: the returned complaint rt340 breathing circuit was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole, about 9cm from the proximal connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to determine how the limb came to be damaged. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit failed the "performance test" due to there being a hole in the tubing. This was found prior to patient use.